Manufacturer narrative:
Upon investigation of this incident, it was determined that patient was automatically discharged on the server. The technical support specialist identified a patient showing as auto-discharged and attempts to reverse the status reverted back to auto-discharged. Customer assisted, but the patient could not be set as admitted. Message flow was traced, and the issue was linked to a specific unit with inconsistent settings. After adjusting the unit settings, the user resolved the issue, and the case was closed. The system functioned as intended after the customer resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, patient had not been discharged but the system had shown the patient as auto discharged on the server and nurse was not able to get medications. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.